Manufacturer narrative:
Investigation in progress, but not yet complete.

Event description:
Screw head disassembled from screw body during craniotomy. The thread portion of the screw was left in the pt, but the head portion is available for return. Case occurred on (B)(6), but sales rep was informed of it on (B)(6). No other info is available.